Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: optimal patient selection for mitraclip system in the era of continuous-flow left ventricular assist device.

Event description:
This is filed to report post mitraclip procedure, left ventricular assist device (lvad) was implanted. It was reported through a research article, letter to the editor, optimal patient selection for mitraclip system in the era of continuous-flow left ventricular assist device, reporting that patients with advanced heart failure, post mitraclip procedures are receiving left ventricular assist device (lvad). Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record was not performed because the part and lot number information were not available. Based on the information available, a definitive cause for the reported additional therapy/non-surgical treatment and hospitalization could not be determined in this case. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.